Event description:
The customer received a blood glucose reading on the contour next that was 90mg/dl higher than her doctor's meter. The specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer was advised to return the test strips for evaluation. New meter and strips were sent to her.